Event description:
Pump reported to be setup to deliver chemotherapy. Prior to being hooked up to the pt, several sets were loaded in the pump, but no flow of solution was observed even though the pump appeared to be running. The infusion pump was then removed from use. There was no pt involvement.